Manufacturer narrative:
Corrected block: h6 during laboratory analysis, the product surveillance technician (pst) tested the central control monitor over several days. Flickering of the screen was noted on the first day but not again throughout the time it was tested.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the next day, the ccm became locked up and was unresponsive. The local display on the roller pumps also displayed a 'no system computer' message. The unit was restarted and functioned correctly. The field service representative (fsr) verified the problems with the ccm. The fsr replaced the ccm. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) screen was flickering. The ccm was turned off then back on and functioned correctly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.